Event description:
The customer observed positive alinity I total bhcg results when processing on the alinity I processing module. Sid: (B)(6) (53-year-old, female) generated alinity I total bhcg positive result of 116.78 miu/ml, but colloidal gold method negative. The sample was repeated with alinity I total bhcg negative result of 0.8 miu/ml. No additional patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
This issue was previously reported under MDR number: 3005094123-2026-00061 under a different suspect device. Section a patient information: refer to section b5 for complete patient information. E1 city: maximum characters reached, the complete city is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The service representative reviewed the module logs on the alinity I processing module processing module, serial number (B)(6) and instructed the customer to clean the sample alinity pipettor probes to remove crystallization. The alinity pipettor probe was cleaned, which resolved the issue. However, sample integrity could not be ruled out as an additional likely cause. No additional result issue has been reported since the part was cleaned. The instrument service history review revealed no additional tickets associated with discrepant/ erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends for the alinity I processing module with regards to the customer reported event. A review of trending data associated with the alinity pipettor probe did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I processing module, serial number (B)(6) or the alinity pipettor probe were identified.

Event description:
The customer observed positive alinity I total bhcg results when processing on the alinity I processing module. Sid (B)(6) (53 year old, female) generated alinity I total bhcg positive result of 116.78 miu/ml, but colloidal gold method negative. The sample was repeated with alinity I total bhcg negative result of 0.8 miu/ml. No additional patient information was provided. No impact to patient management was reported.